Manufacturer narrative:
This initial MDR was sent in error as no malfunction occurred nor was any malfunction suspected with the explanted leads.

Event description:
A report was received that the patient was not getting stimulation where she needed it. Lead migration was confirmed through x-ray. The patient will undergo a revision procedure. Device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50 cm model #: sc-2218-70 serial #: 3047557/3049184 description: linear st lead, 70 cm.

Event description:
A report was received that the patient was not getting stimulation where she needed it. Lead migration was confirmed through x-ray. The patient will undergo a revision procedure. Device malfunction was suspected.